Event description:
Vague report received from baxter states "running into pt too quickly." Total infusion time was not provided. Contents of device is unk. Although requested, no additional info has been provided.